Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation, component codes, investigation findings, investigation conclusions), h11. The fat performed a visual inspection and found both 0670-00-1162s to have a blown q27 component. This would cause the failure of the batteries not charging. Confirmed the reported failure with root cause being q27. The fat installed pn 0012-00-1674 in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No failure confirmed. Retaining the parts in the failure analysis and testing department per procedure number 0002-07-d008 rev. As.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected fields: d1, d4 (version/model#, catalog#, UDI#) additional point of contact: phone no. : (B)(6). It was reported that the cardiosave intra-aortic balloon pump (iabp) was not charging, issue with pcb. Customer replaced pcb board (power management board) to resolve the issue. There was no further information provided. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly. H3 other text : repair completed by customer itself.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) was not charging and issue with pcb board.